Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, revealed that the breast implant was found to have a tear on the anterior view, near to the valve system, measuring approximately 2.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 550cc saline breast prostheses experienced deflation on the right breast prosthesis post procedure. In addition, the patient developed baker grade ii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 650cc saline breast prostheses on (B)(6) 2020. The mentor product analysis lab received two with mentor smooth round moderate plus profile 550cc saline breast prostheses and it could not be determined which one is the patient¿s right breast prosthesis. Mentor analyzed both devices and discovered that both are deflated. This medwatch report is for the patient¿s left breast prosthesis.